Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported device thrombus occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. A 27mm watchman ® laa closure device was successfully implanted with no leaks and a complete seal noted. The patient was put on aspirin and clopidogrel. At the 3 month follow-up, the transesophageal achocardiogram (tee) showed there was no issue and everything was fine. No thrombus was detected. Since there were no issues noted, clopidogrel was discontinued and aspirin continued life long. At the 6 month follow-up, the tee confirmed thrombus that measured 7x6mm between the left upper pulmonary vein and the beginning of the device. There was no leak observed or movement of the device from initial implant. Heparin was administered. The patient will be seen again after 3 months. The patient is currently stable.